Event description:
A facility representative reported with a description of the intraocular lens cracked in half upon insertion. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot or batch or serial under investigation the product investigation could not identify a root cause for the reported complaint. The product has not been returned to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a1., a2., a3.a, b.3., b.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the lens was removed during initial procedure. No patient harm was reported.